Event description:
Device issue: none. Adverse event: angina, ischemia, in-stent restenosis. Onset of adverse event: approximately 5 months after the procedure. It was reported via trial that approximately 5 months post a left anterior descending (lad) artery stenting procedure with a xience v stent, the pt experienced tingling in bilateral hands and wrists and a dull chest sensation which resolved after rest. On (B)(6) 2010, inferior septal and apical ischemia was seen during a stress test. On (B)(6) 2010, the restenosis was treated with a xience stent. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Angina, ischemia and restenosis are listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.